Manufacturer narrative:
A medtronic representative to evaluate the imaging system, determining that the standalone pcb and x-ray relay required replacement. After replacing that parts, the representative performed an imaging system check-out, all areas passed. System performed as intended. Investigation of the returned part confirmed that failure. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the medtronic imaging system would not fully boot. It had a green check for motion, a red x for radiation, and a red x for mvs. The representative was able to remote from the mvs to the ias. On this screen, saw that framegrabber, detector, and generator all listed as not ready. Reboots and replugging the umbilical did not change the status. Patient was present, but incisions not yet made. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.